Event description:
Reportedly, 20cc was pumped into balloon by the scrub tech, air was let go then surgeon introduced into the patient. After 20cc being pumped again, the balloon popped. Balloon did not break into pieces. Removed and used another. No injury. Procedure: lap chole.